Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting faster than expected. Customer was not able to navigate the pump screens to find the battery charge information during troubleshooting with tandem technical support. A review of what activities use up the battery charge were reviewed with the customer. The customer acknowledged the information and required no further assistance.